Event description:
It was reported that the device may have had a premature battery depletion. The device was explanted and replaced. No patient compli cations have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device may have had a premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor.